Event description:
A 3.0 mm diameter x 12 mm length driver otw coronary stent system was inserted into a patient for the treatment of an unknown lesion. It was reported that the device was inserted and removed two times before the incident. It was reported that the physician was attempting to reach the lesion, when stent came off of the balloon in the left main. It was reported that the physician pushed the stent into the circumflex and it ended up in the distal circumflex, where it remains. Another manufacture's stent was deployed to push the stent against the vessel wall. Medtronic did not receive the device for analysis. No additional clinical sequelae were reported and the patient is fine.